Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient(s) receiving gabalon intrathecal of an unknown drug concentration at a dose rate of 600 mcg/day via am implantable pump for cerebral palsy. It was reported that the patient¿s pump was replaced on (B)(6) 2023. As of 2023-dec-18 the patient had a fever in the 37-degree range, and their white blood cells and crp increased. Antibiotics were administered, and the fever subsided. A bacterial culture of body fluid around the pump was negative. There were no abnormalities in the appearance around the pump, including the incision. As a precaution, the plan to remove the pump, etc. On (B)(6) 2023. It was further reported that the patient had appetite and there were no findings of systemic infection. Infections around the pump were not observed, so the site of infection could not be identified. However, the physician believed that the infection was smoldering in the subcutaneous tissue and may not show clear symptoms. As a result, the physician planned to remove the pump, etc., just to be sure it does not lead to meningitis. Regarding the suspected post-operative infection, causal relationship to procedure was unknown and unrelated to the drug, pump and catheter.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# n702104002, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a distributer. It was reported that the pump and catheter were explanted on 2023-dec-28. The infection resolved. The devices were discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.